Event description:
The customer reported to baxter (B)(4) regarding the y-junction catheter extension set in which the tubing was separated from the male luer when a patient blew his/her nose. There was patient involvement but no patient injury. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually and functionally tested and the reported condition was confirmed. Visual inspection showed that one section of tubing had pulled out of the in-let port of the bifurcated y. Visual inspection of the separated section of tubing showed that there is no visible plow ridge or solvent residue present on the tubing end. The remaining bonded connections were tested and they all passed. A batch review was performed on the reported lot with no deviations found. An assignable root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.